Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information indicated the device exhibit intermittent output and unable to interrogate. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly and immediately displayed a message indicating that the device was in backup vvi operation. No intervention was reported.